Event description:
A peritoneal dialysis (pd) patient reported being diagnosed with peritonitis in (B)(6) 2014. The patient was found to not properly adhere to aseptic technique. The patient was treated with antibiotics and has been able to resume cycler-dependent pd treatment with no further issue. Medical records have been requested.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.